Event description:
It was reported that a guidewire stuck was experienced. During a atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation, the farawave catheter was used per guidelines to complete the left pulmonary vein isolation. The right inferior vein was successfully completed as well. During the right superior pulmonary vein, when the physician pulled the guidewire back and attempted to redeploy the wire, he noted the guidewire was stuck in the catheter. It would extend about an inch outside of the catheter and could be brought back in the catheter enough so that the tip of the wire was not exposed from the catheter but could not be removed any further into the catheter. The physician decided to complete the rest of the right superior pulmonary vein in flower, then put the catheter back in neutral with no extended and removed the catheter successfully. The patient was stable during the procedure and currently no adverse patient events were noted. With the catheter outside the body, the physician used more force to pull the guidewire out of the proximal end of the catheter and was able to remove it. No tissue was seen on the guidewire. The physician believed it was an issue with the guidewire. The catheter is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced. During a atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation, the farawave catheter was used per guidelines to complete the left pulmonary vein isolation. The right inferior vein was successfully completed as well. During the right superior pulmonary vein, when the physician pulled the guidewire back and attempted to redeploy the wire, he noted the guidewire was stuck in the catheter. It would extend about an inch outside of the catheter and could be brought back in the catheter enough so that the tip of the wire was not exposed from the catheter but could not be removed any further into the catheter. The physician decided to complete the rest of the right superior pulmonary vein in flower, then put the catheter back in neutral with no extended and removed the catheter successfully. The patient was stable during the procedure and currently no adverse patient events were noted. With the catheter outside the body, the physician used more force to pull the guidewire out of the proximal end of the catheter and was able to remove it. No tissue was seen on the guidewire. The physician believed it was an issue with the guidewire. The catheter is not expected to return as it was disposed. It was further reported that the guidewire used with this catheter was a non-boston scientific cook medical rose wire.